Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported having issues with the high blood glucose for two or three weeks. Customer's blood glucose has been in the 200 mg/dl range. No delivery alarms were noted in the alarm history during troubleshooting. The device had also alarmed button error. Customer stated the device might have been pressed up against his device. Customer was advised to discontinue use of the device. No further information reported.

Manufacturer narrative:
The insulin pump passed the displacement, prime, compromised force sensor and excessive no delivery test. There was no excessive no delivery alarm noted. The unit was received with intermittent button response due to corroded keypad traces. There was no button error alarm noted. The insulin pump was received with cracked reservoir tube lip, and battery tube threads.